Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's time intermittently became inaccurate. Blood glucose was 200-385 mg/dl. Reportedly, the customer corrected the time on the pump and continued to use the pump for insulin therapy.